Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter, no guidewire was returned in the device. The guidewire lumen and the catheter shaft were checked for damage. The device was installed in the jetstream console and set up was completed. Since the guidewire was not returned or reported, a .014 test jetwire was used for testing purposes. The guidewire was loaded into the catheter and the guidewire transcended through the entire device with no restrictions or hesitations. The device was activated in all modes with no issues or errors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported the device got stuck on the guidewire and moved the wire in the opposite way. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the left leg. During the procedure, the non-bsc 014 wire got stuck in the device and moved the wire in the opposite way. The device was able to be removed over the guidewire. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was reported as fine.